Event description:
This case is cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and one day later developed swelling in injected knee. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4) and expiration date: 28-feb-2019) administered in one knee, right or left unknown for osteoarthritis. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, the patient experienced swelling. The medical doctor (md) did not drain the injected knee but administered a steroid injection. The patient was recovering. Corrective treatment: steroid. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # (B)(4) expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # (B)(4) no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 02-sep-2016, there were 4 complaints on file for lot# (B)(4): two (2) adverse event reports, 1 loose luer-lok hub and 1 tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 02-sep-2016. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and one day later developed swelling in injected knee. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4) and expiration date: 28-feb-2019) administered in one knee, right or left unknown for osteoarthritis. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, the patient experienced swelling. The medical doctor (md) did not drain the injected knee but administered a steroid injection. The patient was recovering. Corrective treatment: steroid. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.